Event description:
It was reported that the patient had a gynecological procedure in 2008. During the procedure, the device stopped working. A second like device was used to complete the case. There were no patient consequences.

Manufacturer narrative:
Date sent to the FDA: 08/07/2008. Blade seized/stopped - conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further info derived from the evaluation will be submitted in a supplemental 3500a form.